Event description:
It was reported that the device had no telemetry and would not communicate with the programmer. No output was observed when a magnet was applied. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis found a no output and no telemetry condition. The device was opened and the battery was noted to be depleted down to 1.9 v. The current drain was measured and was noted to be high. Electrical analysis found the cause of the high current drain was due to excess dc leakage in a battery filter capacitor.